Event description:
Caller reported a malfunction on the pump identified as malf 16, which was resettable but recurred even after attempting a reset. The customer did not experience blood glucose levels exceeding 500 mg/dl, indicating no adverse impact. As a corrective action, a replacement pump, along with necessary training instructions, was arranged by technical support. The customer will use mdi as a backup therapy and return the problematic pump using the provided ups return box and pre-paid label.